Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/21/11)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the returned test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 4/8/2011: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate readings on the one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and the cca was unsuccessful in getting a hold of the patient. The complaint is being classified based on the initial call placed by customer service. The patient mentioned that on (B)(6) 2011, the patient had obtained the following results less than 20 minutes from one another: 50 mg/dl, 116 mg/dl and 80 mg/dl. At an unspecified time after the alleged issue began, the patient developed hypoglycemia. It would have been helpful to know the exact symptoms the patient had been experiencing. The patient took their usual dosage of medication and did not seek any further medical attention or contact their physician for assistance. It would have been helpful to know how long the symptoms lasted and the patient's diabetes regimen and readings before and after the alleged issue. The test strips were not expired and was in good condition. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged erratic readings, the patient later developed symptoms suggestive of a hypoglycemia.